Event description:
Gender and weight of patient are unknown. Age was reported: date of event is unknown. It was reported to boston scientific that during prep, the excelon transbronchial aspiration needle would not come out the sheath, the tip got lodged behind the metal jacket and the plastic catheter. The case was completed with another of the same device.